Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows and flow sensor module was cleaned to resolve the issue. No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in leak greater than 4.5 lpm. There was no patient involvement.